Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with the pump. Customer's blood glucose value was 383 mg/dl at the time of the call. Customer did contact their healthcare professional. Customer was unable to further troubleshoot. The product was not returned for analysis.